Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer intermittently powered up slow. The hard drive was reimaged and software reloaded to resolve the issue. Analysis also found the programmer display dropped due to both lower hinges being damaged. Latch tabs on the power cord bay and latch on the keyboard were broken. The system fan was noisy. The programmer failed left antenna test due to a loose antenna connection. Concomitant medical products: product ID: 229047 analyzer. (B)(4)

Event description:
It was reported that the programmer display screen froze on startup. Follow up indicated that the programmer was replaced. The programmer was returned for repair. There was no patient involvement.